Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented to the operating room in elective replaced indicator mode with ventricular polarity set to unipolar. The device was explanted and replaced successfully. The patient was fine post procedure and there were no patient complications.